Event description:
It was reported that a physician believed a pt's lead was broken. Additional information received revealed that high lead impedance readings were obtained and the physician referred the pt for a full revision in which the generator will be replaced prophylactically. There were no reports of trauma to the lead. The last good diagnostics were about one month ago; however, the exact results were not provided. The pt's AED scheduled was changed. The pt could no longer perceive magnet mode stimulation. The device was programmed off and x-rays were taken. The x-rays were reviewed by the manufacturer and no gross lead discontinuities or acute angles were identified. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.